Manufacturer narrative:
Concomitant medical products: evolutpro-29-us valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall. It was identified that atrial position check had failed on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.